Manufacturer narrative:
The device was discarded by the user. There is no allegation of a malfunction of the spectranetics device. Therefore, no evaluation will be performed.

Event description:
A philips representative reported that a cardiac lead management procedure to remove 2 infected leads commenced. The case was a second attempt after an initial failed extraction of both the right ventricular (rv) and right atrial (ra) leads. Upon arrival, 13fr cook evolution was in use but the physician was still experiencing difficulty progressing in the subclavian vein at the proximal coil of the rv lead. The same stalled progress was experienced with the ra lead. Multiple different spectranetics devices were used, but progress still stalled. The 14fr spectranetics glidelight laser sheath 500-303 was utilized with the rv lead, but could not advance over the suture and bulldog prep. The physician switched out for a 16fr spectranetics glidelight laser sheath 500-303 that did progress over the prep, but could not progress at same site in the subclavian as other tools. One extractor attempted to snare the lead from the groin with the needle eye snare with some success. The extractor maintained the snare tension at the groin while the other returned to the pocket and utilized the 16fr spectranetics glidelight laser sheath 500-303 with the outer sheath. The outer sheath advanced beyond the point of stalled progression and the glidelight progressed down into the ra, not requiring lasering to the tip before the lead came free from the tissue. After a 1-2 minutes of homeostasis, the patient's blood pressure began to drop significantly. Rescue efforts were implemented. The surgeon opened the chest and confirmed the site of injury to be the superior vena cava (svc)/ra junction. The patient achieved homeostasis and the surgeon removed a majority of the rv lead. The surgeon finished the repair and closed the patient. The patient survived the procedure and was sent to recover in the cardiovascular intensive care unit (cvicu).